Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one day following the implant of this transcatheter valve a permanent pacemaker was implanted due to complete heart block (chb). No patient complications have been reported as a result of this event.

Event description:
It was reported that one day following the implant of this transcatheter valve a permanent pacemaker was implanted due to complete heart block (chb). No patient complications have been reported as a result of this event. Additional information was received to report the chb first presented on the day of the valve implant procedure.

Manufacturer narrative:
Updated data: a4. Weight in lbs b3. Date of event b5. A second paragraph was added. Corrected data: d. Suspect medical device full UDI# medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.